Event description:
It was reported by service report that the hydraulic hoses were leaking on the cot. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result - rod and cap side hydraulic hose fitting.